Event description:
The customer alleged that while performing a self-test on the ventilator, it was noted that the audible alarm was not functioning. The customer called the nellcor puritan bennett technical support line and the tech support specialist recommended that the customer verify the alarm and power switch assemblies. The customer later reported that he identified a loose wire on the power switch. After tightening the wire the alarm functioned properly. This event happened during a pre-pt check out. There was no pt involvement. This report is not an admission by nellcor pruitan-bennett that this device caused or contributed to the event alleged in this report.